Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set after changing supplies and was unsure whether insulin delivery was occurring, though no leakage was observed; the user¿s highest blood glucose was 321 mg/dl and they reported elevated glucose for approximately 4 to 6 hours, with no device alerts above 300 mg/dl for over 90 minutes. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or ketoacidosis. Outcomes included self-management without professional medical intervention, including a corrective subcutaneous insulin injection and successful troubleshooting and education on supply change, after which the user reported resolution and declined follow-up. Investigation included guided troubleshooting focused on infusion set and supply change. Investigation of this case revealed no confirmed device malfunction or leakage, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was hyperglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.